Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 05/26/2021.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'shutdown' which was not duplicated during evaluation. A review of the event history log identified multiple presence of 'improper shutdown!'. An 'improper shutdown!' Message displays when the pump was powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. The reported condition was verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced shuts down. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.